Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material # 515052 . Batch # 2404301. The following was reported via email: hello, we have received a quality complaint on product sold to our customer. Xxxxx. Injuries or adverse event: no. Item:515052. Quantity affected: (B)(4) ea. Serial/lot number: (B)(4). Po : (B)(4). Are any samples available for return? Yes. Reported issue: please see communication from the customer: there was another incident today of the connection device used in naka coming lose resulting in a chemo spill. I believe this is now the 5th occurrence in the past month or so. Pt had about 5 minutes left on his chemotherapy infusion when he noticed his tubing came loose from closed system transfer device. A very small amount of chemotherapy dripped onto his shirt and 2 dime sized areas on the floor. Insfused stopped. This was all due to an issue with closed system transfer device being faulty.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: no photos or physical samples that display the reported condition were provided for investigation. A device history review was performed for 2404301, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Dimensional testing was performed, including the luer thread, verifying all critical dimensions are within specification. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the reported lot and no issues related to this incident were identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. It is important to ensure the mating luer devices are compatible with the optima injector luer and all connections are secure before use. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.